Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 06-sep-2023. H.6. Investigation summary: bd received six (6) samples and six (6) photos for investigation. The samples and photos were reviewed and the indicated failure mode for color variation of the closure with the incident lot was not observed. The hemogard shield remains within the color of translucent lavender per the manufacturing procedure. Additionally, ninety (90) retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to color variation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of color variation of the closure. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® edta 2k, there is color variation of the cap of one tube. No patient impact reported. The following information was provided by the initial reporter: "this report is about color variation. Blood collection tube was not processed by technomedica's bc-robo due to the light color of the cap of the blood collection tube for blood counts."

Event description:
It was reported that while using bd vacutainer® edta 2k, there is color variation of the cap of one tube. No patient impact reported. The following information was provided by the initial reporter: "this report is about color variation. Blood collection tube was not processed by technomedica's bc-robo due to the light color of the cap of the blood collection tube for blood counts."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.